Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) hospital, (B)(6). It was report that in (B)(6) 2016, a 25mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2021, echocardiography showed aortic regurgitation without stenosis. The average lv-aortic gradient was 8 mmhg. The maximum lv-aortic gradient was 16 mmhg. The diameter of the flush chamber was 25 mm. The sub-aortic velocity time integral (vti) was 20 cm. The aortic vti was 42 cm. The aortic vmax was 201 cm/s. Minimal aortic insufficiency, grade 1 of 4, was noted. Moderate perivalvular aortic leakage of grade 2 was noted. The valve was not replaced. The patient status was unknown. No additional information was provided.

Manufacturer narrative:
As reported in a research article, regurgitation was noted almost six years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was report that in (B)(6) 2016, a 25mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2021, echocardiography showed aortic regurgitation without stenosis. The average lv-aortic gradient was 8 mmhg. The maximum lv-aortic gradient was 16 mmhg. The diameter of the flush chamber was 25 mm. The sub-aortic velocity time integral (vti) was 20 cm. The aortic vti was 42 cm. The aortic vmax was 201 cm/s. Minimal aortic insufficiency, grade 1 of 4, was noted. Moderate perivalvular aortic leakage of grade 2 was noted. The valve was not replaced. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.